Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent treatment for calcification in the distal superficial femoral artery (sfa) where a 6x15 gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was used. It was reported the physician was able to reach the target treatment area going through an introducer sheath (brand and size unknown) and over a boston scientific v-18¿ controlwire¿ guidewire, even though the treatment area was not predilated. The physician initiated deployment by twisting the deployment knob and pulling the deployment line. When pulling the deployment line, a lot of resistance was felt and noticed bowstringing. No force was used to pull the deployment line, instead the physician decided to withdraw the viabahn device through the sheath. No device expansion was observed. The procedure was completed using a new 6x15 viabahn device. It was reported there was no impact to the patient.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device was discarded at the treating facility, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.